Manufacturer narrative:
The final evaluation will be made at a later date due to our parent company involvement.

Event description:
It was reported that in the middle of a laparoscopic total hysteroscopic procedure, the pin fell out of the scissor. The pt was x-rayed prior to leaving the operating room.